Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed for power loss. The power management tool confirmed power loss alarm were triggered battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected failed battery test alarms noted during testing. No low battery alarms noted during testing. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer's blood glucose level was 150 mg/dl and today it was over 300 mg/dl. The customer received a low battery alert prior to the replace battery now alarm. The customer declined troubleshooting for high blood glucose. This was not the second occurrence of replace battery now in less than 10 hours after low battery warning. Insulin pump will be returned for analysis.